Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: spectra wavewriter, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following a previous lead explant procedure (MFR. Report 3006630150-2023-00518), the patient experienced an infection with oozing at the incision site where the lead had been explanted. The physician assessed the infection was due to the previous lead explant procedure. The patient was administered antibiotics and then underwent an explant procedure where the ipg and the left lead were explanted. The patient was doing well postoperatively. The devices were not returned as they were retained by the medical facility.